Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. After further investigation of the facts provided by the customer, it was determined that the device did not have a "gas/compressor failure" and this report was submitted in error. The customer stated that the unit only needed to be calibrated and have routine maintenance performed. The device passed all final testing, was recertified and returned to the customer for clinical use. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "no gas/compressor failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.